Event description:
It was reported to philips by the customer that the device is failing ops check. There was no patient involvement.

Manufacturer narrative:
Additional info: b5 - failure analysis info added. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips by the customer that the device is failing ops check. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this therapy pca.

Event description:
It was reported to philips by the customer that the device is failing ops check. There was no patient involvement. The customer requested and field service engineer (fse) to be dispatched to site for evaluation. The fse confirmed reported issue and the therapy pca needs to be replaced to return the device to working condition. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The fse has ordered the part to rectify the reported problem. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site and no further evaluation is required at this time

Manufacturer narrative:
Report originally submitted with cfn#(B)(4); the correct cfn# is (B)(4).